Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for ipg replacement was that the patient had an ipg for a long time and was discharging faster. The patient underwent an ipg replacement procedure per physician and patients preference. No device malfunction was suspected and was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.